Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the customer contacted customer care after receiving an insulin occlusion alert approximately two hours after making a meal announcement on the device. The customer called to inquire about the meaning of the alert and was provided an explanation of the insulin occlusion alert. The customer was instructed to disconnect from the infusion site and complete the fill tubing process, which was performed without issue. The customer was advised to contact customer care again if another occlusion alert occurred during the next meal. Blood glucose levels were initially reported as not impacted. The customer later contacted customer care again to report another occlusion alert and was advised to change supplies. The cartridge and connector were replaced, and the customer elected not to discard the insulin remaining in the cartridge. Upon removal, no visible issues were identified with the infusion set or connector, and the cartridge was inspected with no air bubbles observed. Insulin delivery was resumed, and the customer was advised to monitor blood glucose levels and call back with any concerns. Blood glucose levels were affected during this event, with a reported high of 354 mg/dl lasting approximately 45 minutes. The customer did not use back-up therapy, did not perform ketone testing, did not receive professional medical intervention, and did not experience any immediate health effects. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.